Event description:
It was reported that the healthcare provider (hcp) was in an implantable neurostimulator (ins) replacement on (B)(6) 2014 and everything seemed to go fine, although he did not do a ¿pull test¿ on the lead extensions as the torque wrench clicked out as usual. An impedance check at the end of the case showed elevated impedance at contact 11 on the right, but everything else was normal. One electrode combination was greater than 4,000 ohms at that time. The patient returned with a loss of efficacy and was found to have abnormal impedances in all of the right contacts. Several contacts were noted to be greater than 40,000 ohms. The patient was taken back to the operating room (or) and grossly things looked okay, but when the hcp pulled on the right extension it clearly moved and the connections were loose. It was noted that a resident had performed the procedure and must not have torqued down appropriately. The hcp loosened the set screw, removed the extension, dried and inspected it, and then re-seated it and the set screw. This time the ¿pull test¿ showed no movement and the impedances were back to normal.

Manufacturer narrative:
Product ID: 3387s-40, lot# va09qf0, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# v833493, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).